Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported issue. There was no reported failures of the drive motor throughout testing. The unit operated to the manufacturer's specifications. Per data log review, on (B)(6)2021 the centrifugal pump reported a speed sensor error followed by several motor faults. This will cause a 'service pump' alarm as reported. The log confirms the complaint. The issue may have occurred on (B)(6)2021, if the date is not set correct on the central control monitor (ccm). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported issue. The fsr replaced the drive motor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the centrifugal drive motor to function as intended for approximately 24 hours. The centrifugal drive motor passed all testing within specification.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'service pump' message. The pump was in the arterial position and stopped and would not restart. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.